Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after experiencing dizziness. The atrial lead exhibited low impedance. During the revision procedure, it was noted that the lead insulation was abraded and damaged. The lead was explanted and replaced.